Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse reported that there was no video in one of the eyes of the surgeon side console (ssc). The fse replaced the high resolution stereo viewer (hsrv) to correct the issue. The system was tested and verified as ready for use. The hsrv monitor was returned for evaluation; however, the failure analysis (fa) investigation has not been completed. A follow-up MDR will be submitted after the completion of the fa investigation. This complaint is being reported based on the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that there was no vision in one eye of the ssc. Although no patient harm occurred, if this malfunction were to recur it could potentially cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, the surgeon was not seeing an image in the right eye of the surgeon side console (ssc). The customer can see an image in both the left and right eye at the vision tower. The customer powered down the system, cycled the breaker on the ssc, powered up, and there was still no image. The customer had a check input signal. The customer removed and reseated the blue fiber cable on the ssc. They also moved the blue fiber cable on back of the vision tower to another port. There was still no right eye vision in the ssc. The slave monitor on the left video output of the personality module surgeon console (pmsc) had video on it. The customer moved the cable over to the right eye and then there was no video on the slave monitor. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon was only able to complete a portion of the scheduled procedure robotically and then converted to laparoscopic surgery. There was no patient injury.

Manufacturer narrative:
Product evaluation information can be found in the following sections: h6, and h10. 4307- intuitive surgical, inc. (Isi) received the high resolution stereo viewer (hsrv) monitor involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the customer reported complaint. Fa reported that there was no video displayed.

Event description:
Refer to h10/h11 for additional information.

Event description:
Refer to h10/h11 for follow up information.

Manufacturer narrative:
11- intuitive surgical, inc. (Isi) received the personality module surgeon console (pmsc) involved with this complaint and completed the device evaluation. Failure analysis (fa) did not replicate the customer reported complaint. The pmsc unit was installed into a printed circuit assembly (pca) test system, a ten-minute sine cycle was run, the system was power cycled twenty times, and then the unit was left idle for one hour without any errors. The surgeon console had good video displayed on both eyes with no anomalies. There was no trouble found for the pmsc. The high resolution stereo viewer (hsrv) monitor was returned for evaluation; however, the fa investigation has not been completed. A follow-up MDR will be submitted after the completion of the fa investigation. Isi received medwatch form (B)(4) on (B)(6)2020 . The customer reported that the right eye on the console was not working. Isi followed up with initial reporter and verified that this issue was the same event documented in patient identifier (B)(4).